Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: final analysis found that the device exhibited backup vvi operation due to corrupted software. After the product code was downloaded, normal function resumed.

Event description:
It was reported that the pulse generator exhibited backup vvi operation while still in the box.